Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump lost power. It was reported that the battery compartment was cracked when the user changed the battery, and the yellow o-ring on the battery cap showed when it was secured to the pump. The crack in the battery compartment allegedly widened as the battery cap was tightened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:a review of the pump black box data indicated no pump reboots to support power loss. During testing, the battery cap did not secure properly to the pump in order to maintain an electrical connection. The battery compartment was observed to be cracked at the threads. The battery cap threads were also damaged. A power loss was duplicated. A test cap was used to exercise the pump for 24 hours with no power interruptions.